Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and kept saying a motor error and no delivery. They changed the site and the tubing. The customer¿s blood glucose level was within the range of 300 mg/dl to 400 mg/dl. The customer went to the emergency room and stated that they could not get their blood glucose level down. The customer stated the hospital still could not get the blood glucose down. No troubleshooting was performed as the line was disconnected. The device will not be returned for analysis.